Event description:
A severely calcified lesion in the right coronary artery was pre-dilated with a 3015 ptca balloon. Two stents from another manufacturer were inserted, but were unable to cross the target lesion. A 3.0mm diameter by 16mm length s670 stent delivery system was then inserted in attempts to treat the lesion. It was not possible for the stent to cross the target lesion, therefore, the stent delivery system was removed. Upon removal, it was noted that the stent was not on the delivery balloon as it exited the guide catheter. The stent was not visible in the right coronary artery and attempts to locate the stent were unsuccessful. The target lesion was subsequently treated with the implant of another s670 stent. The pt was reported to be stable post procedure with no adverse symptoms from the undeployed stent.